Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a bic pump no eos. There was no patient involvement reported. The bicarbonate pump was returned. Upon physical evaluation of the bicarbonate pump by the manufacturer, it was identified that the ribbon cable to be discolored and have heat damage. After the documented follow-up attempts, no further information has become available and no response from the customer has been received. If additional information becomes available, the file will be updated and processed accordingly. (B)(4).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Inspection of the received bicarb pump found the ribbon cable to be discolored and have heat damage. No other discrepancies were observed. A test machine completed a rinse program without alarm or failure with the received bicarb pump installed. The test machine completed a self-test program without failure with the received bicarb pump installed. The test machine completed a heat disinfect program without alarm or failure with the received bicarb pump installed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Manufacturer narrative:
Correction: h6 device component code, h10 investigation findings.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a bic pump no eos. There was no patient involvement reported. The bicarbonate pump was returned. Upon physical evaluation of the bicarbonate pump by the manufacturer, it was identified that the ribbon cable to be discolored and have heat damage. After the documented follow-up attempts, no further information has become available and no response from the customer has been received. If additional information becomes available, the file will be updated and processed accordingly. (B)(4).